Event description:
This lead was explanted due to a perforation. After reviewing the patient's history, the physician determined that after '25 years of long term steroid use for copd, the patient's internal tissue had suffered extreme loss of integrity'. This has not been replaced. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.